Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown: cloud - omnipod 5 software app version 2.1.0, cloud - operating system 26.1, cloud - hardware iphone14.8, cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the personal diabetes manager (pdm) had a burning smell when it was plugged in and the battery drained quickly. Additionally, the patient was unable to login to the application as it kept saying "wrong login." No blood glucose level reported. Multiple attempts were made to follow up with reporter for further information; however, they were unsuccessful.